Event description:
In 2009, the lay-user/pt contacted lifescan, alleging that a one touch ultrasmart meter would not power on. The pt claimed that the alleged meeter issue started the same day, at an unspecified time. The pt was unwilling to indicate what actions she took in response to the alleged meter issue, or if she received any medical treatment because of the issue. The pt also claimed that she developed symptoms of "hypoglycemic jitteriness" as a result of the alleged issued. It would have been helpful to know the following information: the pt's testing frequency, her medication and diabetes management regimens, what actions she took before and after developing the symptoms, what date/time the symptoms developed, and what other symptoms of hypoglycemia (if any) the pt claimed to have developed. The meter, test strips, and control solutions were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.